Manufacturer narrative:
The device was returned to resmed and an evaluation could not confirm the reported complaint of the device not charging. Visual inspection of the device revealed signs of improper maintenance, and storage, based on evidence of insect infestation. The device was returned to the customer unrepaired. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its battery. During evaluation of the device, the device did not power on. The device was not in patient use when the reported event occurred.